Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 220 mg/dl.